Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of a corroded eto valve is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a corroded eto valve. There was no patient involvement.